Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that their implant (ins) battery drops by 40% every morning, which they started noticing about 3 or 4 days ago. Pt mentioned charging their implant fully each night, but only seeing 60% battery when checking in the morning. Agent asked pt to check intensity level, and pt reported 4.5 base and 4.7 prime. Agent explained battery usage changes based on stimulation intensity or settings. Pt said they lowered the settings to 3.3 during the call. Agent asked pt to keep track of battery usage and referred pt to healthcare provider (hcp) for further help.